Event description:
It was reported that the mdu hand control shaver jammed, became noisy, and overheated. This occurred during testing before a procedure, and there was no patient involvement. No user injury was reported.

Manufacturer narrative:
Unit was powered on using the appropriate test equipment and it failed functional tests with motor stall error and overheating of power cord. After troubleshooting, the cause of error was observed to be a defective power cord assembly. Motor and hall board were tested and passed functional testing. A visual inspection was performed on the power cords external covering and no physical damage was observed. The complaint investigation determined that the power cord has multiple shorted or open internal wires. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the power cord, which could have partially broken one or more signal wires. A review of the manufacturing records shows that this unit was released to distribution on or about september 26, 2013. No containment or corrective actions are recommended at this time.